Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection it was observed that the device had a broken liquid-crystal display (lcd) leakage. Functional testing consisted of filling the tank with water, attaching a temp check, plugging in the line cord, and turning on the power. The reported problems of the lcd being bad were able to be replicated. The root cause of the reported issue was found to be the defective printed circuit board (pcb) which contains the lcd. Repair actions included replacing the pcb. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a bad liquid-crystal display (lcd) screen. No patient injury was reported.